Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4) , which markets the devices in (B)(4). The manufacturer did not received devices, x-rays, or other source documents for review. Since no lot numbers were received for the device related to this case, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information currently provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. Zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the patient underwent total hip resurfacing on (B)(6) 2008. It is also reported that the patient experienced pain. Surgical revision was conducted on (B)(6) 2010, loosening was observed.